Event description:
According to the available information, during implant, the physician had two suture failures occur. One failure was on the dynamic side of the sling, whereas the other sling failed on the static side. A third sling was implanted successfully with no patient consequences.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The additional suture failure referenced in b5 is captured under a separate medwatch report.